Event description:
Boston scientific (bsc) received information that this implantable cardioverter defibrillator (ICD) did reach end of life (eol) earlier than expected. The monitoring voltage measurement at the time was noted as 2.15 volts with a charge time measurement of 8.7 seconds. The device was noted as pacing in the right atrium 90% at 2/0.4 threshold measurement and in the right ventricle 1% at 3.5/0.5 threshold measurement. One shock and two non-sustained ventricular tachycardia episodes were noted in the arrhythmia logbook. So measurements appeared normal, except that the patient stated a couple of follow-ups ago, he'd been told that he had two to three years remaining on his device and that at the most recent follow up, the non-bsc sales representative had indicated there were six months left.

Manufacturer narrative:
Most recently, this medical device has been explanted for early eol. The boston scientific technical services consultant suspected a probable component failure. There had been no evidence of magnetic resonance imagining (MRI) exposure. Most recently, this medical device has been returned to boston scientific but analysis remains inconclusive to date. As new information becomes available, this report will be further evaluated and updated. The investigation remains open at this time.